Manufacturer narrative:
Concomitant device: secure strap absorbable tacking device. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, infection, chronic draining sinus, and recurrence. Post-operative patient treatment included revision surgery, mesh removal, hernia repair with new mesh, and multiple invasive surgeries.